Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, resistance was met when the supera stent delivery system (sds) was flushed using a syringe. During the procedure, during stent deployment at the lesion in the femoral artery, resistance was noted while unlocking to initiate stent deployment. The stent was deployed; however, resistance was met during removal of the sds. Force was applied and the sds was removed, but the tip had detached. The tip and the stent implant remained stuck in the sheath and were removed with the sheath. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The pre-dilatation sizing table located in the supera instruction for use, lists a recommended minimum inflated balloon diameter of greater than 4.7 mm for a 4.0 mm supera stent. Additionally, the stent deployment section instructs: should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The investigation was unable to determine a conclusive cause for the reported deployment difficulty and resistance during deployment and removal. The tip separation was due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device returned. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deployment failure was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. The resistance noted during removal was not confirmed as it was based on case circumstances. The flushing the sheath was not confirmed; however, resistance flushing the guide wire lumen was confirmed. The investigation was unable to determine a conclusive cause for the reported deployment difficulty and resistance during deployment and removal. The tip separation was due to operational context.